Manufacturer narrative:
UDI missing: di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes that appeared to be lead noise were observed on atrial lead during remote transmission. This was not a new onset and patient had these episodes before. The patient was stable and was scheduled for follow up visit in june.